Manufacturer narrative:
Final analysis found the device would not power up. No anomalies were noted on the circuit board. The prongs were exchanged and device still did not power up. The device was scrapped.

Manufacturer narrative:
Correction and additional information updated regarding patient information.

Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that the power adapter of the transmitter was burned after an electrical storm. The unit was no longer used.